Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd single curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Transseptal puncture (tsp) was performed successfully with was sheath being advanced over the rf pigtail wire. Pigtail catheter was inserted and physician asked if it was time for blood to be drawn for active clotting time (act). At this point, anesthesia informed the physician that heparin had not been given. Heparin was immediately administered to the patient. The physician paused to allow for heparin to take effect, and it was noticed that a thrombus had formed on the was sheath and pigtail catheter. The entire system was pulled back to the right side, the pigtail rf wire was reinserted, and the was sheath and pigtail catheter were taken out of the patient's body. The physician flushed the entire system and reinserted the was sheath. The physician was able to recross the septum and the procedure was performed normally. Act after heparin dose was 221 seconds, at which time the physician ordered an additional dose of heparin. The physician kept the patient overnight to monitor and was discharged the next day with no further complications.